Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an error e103. The issue occurred during service and maintenance (not in a clinical setting). There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The customer contacted olympus technical assistance center (tac) via phone regarding an issue with the light source. Tac recommended checking the lamp and backup lamp condition, verifying the last replacement date and hours, and possibly replacing the lamp. The part number for the replacement was provided. Tac advised that if the issue persisted, the customer should call option 2 on the olympus 800 number to arrange service. The customer informed tac of the ignition error (error e103). The device was not returned to olympus for evaluation. This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2; h4; h6; h11. Corrected fields: h11(tac). The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of ignition error (error e103) reported by the customer could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.